Event description:
Related manufacturer reference number 3006705815-2019-02053. It was reported the patient experienced inadequate stimulation with their scs system. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg and lead were explanted and replaced. Effective therapy was established postoperatively.